Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the insyte autog bc global pnk 20ga x 1.16in there was foreign matter in the catheter. There were three catheters that had foreign matter. The following information was provided by the initial reporter: foreign matter in the catheter.

Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that before use of the insyte autog bc global pnk 20ga x 1.16in there was foreign matter in the catheter. There were three catheters that had foreign matter. The following information was provided by the initial reporter: foreign matter in the catheter.